Event description:
It was reported that during an unknown procedure, during an anastomose of the distal end of the bowel, the device refused to fire, and fired the half of the staples in the anastomose. The device refused, everything ok until firing and opening the device. The anvil head stayed in the colon. The procedure has been closed by hand suturing.

Manufacturer narrative:
Information anticipated, but unavailable at this time.